Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving baclofen at an unknown concentration at a dose of 100 mcg/day via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported that when the patient had a cellphone or laptop at close proximity to the pump, she felt a strong discharge from her abdomen to her legs that makes her scream in pain. The patient had never had this happen before. The patient was not having any change in therapy. It was considered a sudden change in therapy/symptoms. The event date was (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.